Event description:
Posterior capsule broken (device induced injury). Detachment of posterior vitreous (vitreous detachment). Vitreous hemorrhage (vitreous hemorrhage). Detachment of left retina (retinal detachement). Cystoid macular edema (macular edema). A physician reported that a pt, suffering from cataract, underwent insertion of posterior chamber intra-ocular lens. In 2002 the posterior capsule broke after intraocular lens implantation. The lens was left in the capsular bag. The pt's condition was unknown. Follow-up: the following new info has been provided; the pt underwent intraocular lens implantation on left eye on a not specified date of 2002 by phacoemulsification of cataract and topical implantation. The patient's posterior capsule broke and they manifested the first signs of posterior vitreous detachment, vitreous hemorrhage and left retinal detachment in 2002. The patient underwent argon laser and retinal angiography to eliminate macular edema. On the patient's last visit to the ophthalmologist their vision was +0-75+1.00 x 180, 20/20 (-). In the report it is stated that the "patient's vitreous touches the endothemlium of the cornea". At the time of the report the outcome for these events is unknown. The case was upgraded to serious/intervention required by a gpv physician. Case comment: posterior capsule rupture is a common intraoperative complication of cataract surgery; however, proper management can result in minimal morbidity to the patient. A posterior capsular rent is more likely to occur in eyes with small pupils, hard nuclei, or pseudoexfoliation syndrome. Recent reports suggest that the visual prognosis of patients who have broken posterior capsules is excellent. The key factors are to minimize ocular trauma, meticulously clean prolapsed vitreous from the anterior segment, if present, and assure secure fixation of the iol. In this report the information provided is insufficient to make a judgement as to the extent of the damage and what contributed to the tear. It could have occurred during the phacoemulsification procedure or when the lens was being placed into position. However the lens was left in the capsular bag and therefore other interventions were not required. Comment on follow-up, after a further evaluation, the case has been upgraded to serious/intervention required as a treatment with argon laser and retinal angiography was performed to eliminate macular edema. The vitreous detachment, vitreous hemorrhage, macular edema and retinal detachment are added as new events. Rupture of posterior capsule during cataract surgery may be accompanied by vitreous loss which may lead to postoperative complications such as hemorrhage, cystoid macular edema, and vitreous detachment, which in turn, may cause retinal tear followed by retinal detachment. Posterior capsule rupture can occur during any of the intraocular manipulative stages in cataract surgery. The occurrence of complications can be greatly reduced according to the experience of the surgeon and the use of adequate surgical technique. Postopereative corrected visual acuity was 20/20 and the lens remains implanted. Based on available information the reported event seems to be a complication of the surgical procedure and it is unlikely that it can be related to iol device.